Manufacturer narrative:
The device was returned to olympus for evaluation and the customers¿ allegations were confirmed. The adhesive on the bending cover was chipped and the label on video connector was peeled. In addition to the reportable findings documented in b5, due to wear of angle wire, the bending angle in up direction did not meet the standard value, the following components were scratched: bending section cover, control unit, grip, up/ down plate, right/ left plate, angulation lever, light guide connector, light guide cover glass, switch button 1, video connector and the video connector case, and the video connector was also cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope bending section cover adhesive was chipped and label was peeling off. There were no reports of user or patient harm associated with this event. The device was returned for evaluation, the following reportable malfunction was found: the adhesive around objective lens was peeled. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling.the event can be detected by following the instructions for use (IFU) section which state:the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following warning.6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities.olympus will continue to monitor field performance for this device.